Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm.

Event description:
A report was received that the patient was experiencing worsening of pain when sleeping and laying down. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the worsening pain was not device related. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing worsening of pain when sleeping and laying down. The patient will undergo an explant procedure.